Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to mother board. Unable to confirm external flash crc error alarms or to perform functional testing due to blank display. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed and the settings were cleared. The alarm and cleared settings anomaly occurred twice in the past three days. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.